Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported a xen®45 gts event described as "small subconjunctiva hemorrhage with hyphema" during implantation in right eye. Hcp also noted placement issues as "device was about 4mm in the subconjunctival space and curled, needling was performed to straighten the device and correct placement." Device remains successfully implanted and all events have resolved.